Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted to the lad. On the same day the patient suffered chest pain and was readmitted to the cath lab. Repeat angiography for acute mi revealed a totally occluded lad. The patient underwent angioplasty, thrombectomy to treat stent thrombosis and successful placement of an endeavor sprint drug eluting stent. The investigator indicated that the reported event was possibly related to the study device. The patient recovered.

Manufacturer narrative:
(B)(4). Evaluation results: (mi, stent thrombosis, tvr).